Event description:
The lay user/patient contacted lfs in 2009 alleging inaccurate high readings on the patient's one touch ultrasmart meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: a normal reading for the patient is between 5-7 mmol/l. In the same month, at 7:30 am, the patient reportedly obtained a 22.3 mmol/l. He did not exhibit any symptoms at the time. He took 26 units of lantus and 4 units of humalog and 1 pill of metformin. He ate breakfast and then around 12:30pm he tested his blood glucose and obtained a 32.3 mmol/l. He took his set amount of insulin (4 units of humalog and 1 tablet of metformin). He still did not exhibit any symptoms. He ate lunch and at an unspecified time later than reportedly passed out for 30 minutes. His wife found him and treated him with an injection. He regained consciousness and he tested his blood glucose at 5:00pm and obtained a 26.2 mmol/l. The patient did not seek any further medical attention or contact his physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct and the meter was coded properly. The meter was replaced. The complaint is being reported since the patient alleged that due to the elevated reding in his meter he took his insulin and 30 minutes later passed out and had to receive treatment from his wife.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.